Event description:
It was reported that during setup prior to a procedure at the user facility, the remb micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during setup prior to a procedure at the user facility, the remb micro drill caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event of bias current error was duplicated. The presence of motor assembly corrosion was noted upon disassembly for visual inspection.